Event description:
The customer contacted physio-control to report that their device display went blank and the device was locked up (became unresponsive). In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio control evaluated the customers device and was unable to duplicate the reported issue. Physio control reviewed the device data and verified the reported issue. Physio replaced the device's battery pins, battery pin harness and power pcb assembly as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device display went blank and the device was locked up (became unresponsive). In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.